Event description:
Customer reported the insulin pump display was blank. Customer's blood glucose level was 13.8mmol/l. Customer was explained possible causes of blank display. Customer was advised to disconnect from the device. No damage to the device. The device was not dropped or bumped. The device might have been exposed to sweat. No damage noted in the battery compartment. Customer uses recommended battery for the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Moisture damage was found on up and down keypad traces. The device was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.